Event description:
Info provided states that the iskd lengtheners (B)(4) stopped distracting. The surgeon removed both lengtheners and replace them with ilizarov device to pursue lengthening.

Manufacturer narrative:
It was determined that certain components may be out of spec, which could cause or contribute to a malfunction of the device and its ability to distract.